Event description:
It was reported that the patient had bleeding at the incision site of the insertable cardiac monitor (icm). The incision site was redressed by the physician and the steri-strips were reinforced. Later staples were applied to the incision site to keep it closed. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had bleeding at the incision site of the insertable cardiac monitor (icm). The incision site was redressed by the physician and the steri-strips were reinforced. Later staples were applied to the incision site to keep it closed. Additional information was received that the icm was explanted due to a therapy upgrade. A new pacemaker system was implanted successfully. No adverse patient effects were reported.